Event description:
It was reported the patient's left knee was revised due to stiffness in flexion. After removing scar tissue and osteophytes, a 5x9 cs insert was exchanged for another 5x9 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.